Event description:
Piece of brush came off in mouth [device breakage], no adverse event. Case description: a (B)(6) year old female reported that while using an oral-b rechargeable toothbrush, version unk a triangular shaped piece of an oral-b brushhead, version unk broke off in her mouth. She reported the brush was quite new. No symptoms developed. On (B)(6) 2014, the consumer reported she had been using an oral-b dual clean brushhead for 3 weeks. It had not been dropped.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.